Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. A visual examination of the complaint unit was carried out. The advancer knob was locked upon return in a backward position; it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no issue was noted with the handshake connections. On visual inspection it was noted that the burr had detached from the distal coil and was stuck on the spring tip of the guidewire. The burr could not be removed with ease, the guidewire was cut to remove the burr. The catheter burr was detached from the distal coil. The drive shaft was examined and it was noted that the distal coil was stretched and broken. The distal end of the coil was returned in the proximal end of the burr. The burr was microscopically examined. The annulus was noted to be damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that burr detachment occurred. The target lesion was located in a calcified right coronary artery. A 1.25mm rotalink plus was selected to be used. During procedure, it was noted that the burr was separated from the drive shaft of the catheter. The burr was able to be removed from the coronary artery. After the burr was removed, several attempts were made to pass the unspecified balloons across the lesion but failed. So the procedure was terminated. No patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that burr detachment occurred. The target lesion was located in a calcified right coronary artery. A 1.25mm rotalink¿ plus was selected to be used. During procedure, it was noted that the burr was separated from the drive shaft of the catheter. The burr was able to be removed from the coronary artery. After the burr was removed, several attempts were made to pass the unspecified balloons across the lesion but failed. So the procedure was terminated. No patient complications reported.